Event description:
It was reported to philips that following a cerebral angiography, the patient experienced hair loss. No further details regarding the incident have been provided to date. An investigation into this complaint has been initiated by philips.